Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported patient's system was explanted at an unknown time due to infection. The site of infection was unknown.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.